Event description:
The patient had two resolute integrity stents implanted. There were no abnormalities reported when deploying the stents. Post procedure the patient has reported that she has suffered two mis, dates not provided. Patient has also experienced pressure in her chest, soreness, is tired and weak. No other details available.

Manufacturer narrative:
Evaluation code result; other -cannot confirm event (no device, procedural images or procedural notes received) inherent risk of procedure ( mi) no results available since no evaluation was performed (no device returned) none (no device or procedural images received) evaluation code conclusion: other (no device, procedural images or procedural notes received) known inherent risk of procedure (mi) unable to confirm event (no device, procedural images or procedural notes received).